Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A ventricular short interval count of 1334 was noted between (B)(4) 2010 and (B)(4) 2013. An additional 81 short interval count was noted between (B)(4) 2013 and (B)(4) 2013. No low or high impedance paces were noted on record.

Event description:
It was reported that the patient was evaluated for dizziness and a "weird chest sensation". A holter monitor revealed a four second pause and these same symptoms were reported during sensing testing in vvi mode at 30 bpm. It was further reported that there was oversensing, high non-physiologic sense counts, noise and suspected lead to lead interaction with the right atrial and ventricular leads. The device mode was reprogrammed to door, lead polarity was changed to unipolar, and the ventricular sensitivity was also reprogrammed and the patient's symptoms were reported to have improved. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2010. (B)(4).